Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer stated they had issues with sensors. The customer replaced the sensor; he had low blood glucose, shut the insulin pump off at night and couldn't get it to work. The insulin pump was showing 60mg/dl when his blood glucose was 149mg/dl. The customer continued received low alerts. Advised customer sensor will be replaced and return it for analysis. Also, advised to monitor the issue and call back if it persists.